Event description:
The bar under the seat allegedly bent completely upwards when the consumer was using the knee walker to exit the shower. The consumer allegedly hurt her wrist when she tried to catch herself from falling. No serious injury is alleged.

Manufacturer narrative:
No serious injury alleged. Malfunction alleged. Allegedly, the bar under the seat bent completely upwards when the consumer was using the knee walker to exit the shower. Allegedly, the consumer hurt her wrist when she tried to catch herself from falling. The dealer stated the consumer sustained some scrapes and bruises and did not receive any medical attention. The consumer is a (B)(6) female. The consumers weight is (B)(6) and height is unknown. The maintenance and condition of the knee walker is unknown. The medical condition and stability of the consumer for using the knee walker is unknown. The medication regimen of the consumer is unknown. The environmental conditions effecting the knee walker in the shower such as flooring, wetness, slippery, or soapy are unknown. The consumer was provided a replacement and is not expecting a call back from invacare. MDR filed.